Event description:
It was reported that the patient had a known phase to phase fault requiring previous clamshell repair and the patient has since been using an ungrounded patient cable. Despite this, new damage to the driveline at the distal end of the clamshell was found. Repair tape was used to cover the damage. A review of the log file revealed pulsatility index (pi) events as well as routine power source changes. No alarms associated with a short to shield or phase to phase condition were seen in this log. The application of rescue tape was the only recommendation for cosmetic tears to the outer jacket.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the patient's previous clamshell repair was reported under MFR#2916596-2022-11975. Manufacturer's investigation conclusion. The reported damage to the patient¿s driveline could not be confirmed as no product was returned for evaluation and no photographs of the damage were provided by the account. A specific cause for the reported damage could not be conclusively determined through this evaluation. The account submitted a log file for review. No notable events or alarms were captured. The pump remained at or above the low speed limit throughout the duration of the file and appeared to be functioning as intended. The patient remains ongoing on (B)(6) and no additional related events have been reported at this time. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. The relevant sections of the device history records for (B)(6) and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.